Event description:
A nurse reported a n2 (nitrogen) low message. She discovered the n2 regulator was set too low and restored n2 pressure then received a secondary energy too high message at 5% completion of a procedure. The system was restarted and calibrated. The procedure was completed with no harm to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).